Manufacturer narrative:
Updated information received by depuy indicates the product is noncontributing to the event. No further investigation on this product will be conducted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address a femoral neck fracture on resurfacing.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.